Event description:
It was reported that there was no fluid in the lens vial noticed during prep for use. No pt contact.

Manufacturer narrative:
The lens and lens vial were returned for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.